Event description:
It was reported that the patient visited the hospital because the inflatable penile prosthesis did not perform as expected. The patient underwent surgery two weeks later and inspection revealed a crack in the pump connecting tube. Therefore, the pump and cylinders were removed and replaced. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. No anomalies were found with the cylinders. The pump was visually and microscopically examined, and leak tested. The pump passed the leak test. Contamination within the pump was identified under microscope observation. The tubing was cut and not returned for analysis; therefore, the reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because the inflatable penile prosthesis did not perform as expected. The patient underwent surgery two weeks later and inspection revealed a crack in the pump connecting tube. Therefore, the pump and cylinders were removed and replaced. There were no patient complications.